Event description:
This case was reported by a consumer and described the occurrence of memory loss in a (B)(6) male pt who rec'd super poligrip free denture adhesive cream ((B)(4)) and super poligrip original denture adhesive cream ((B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date(s), the pt started the formulations of super poligrip. At an unk time after starting super poligrip, the pt experienced memory loss, joint lock, "body locks" (adverse event), inability to sleep, headache, inability to lie down (ill-defined disorder), pain, inability to move, blackout, being unable to see, and spots in eye. The pt said "I am getting worse" (condition aggravated). The pt said "my doctor told me I am probably going blind." This case was assessed as medically serious by gsk. Treatment with super poligrip formulations was discontinued. At the time of reporting, the events were getting worse. The formulations of super poligrip are manufactured in (B)(4).

Manufacturer narrative:
Additional lot number: r08485. The lot numbers for these products is known; however, it is unk whether the products will be returned for quality assurance testing. (B)(4).